Event description:
Per the clinic, open circuits were noted on 2, 3, 6, 8, 10, 15, 16, 19 and 20 electrodes. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on october 11, 2023.